Event description:
Falsely depressed electrolyte results for sodium (na) were obtained on two patient sample within the same workday. Both samples were treated with a diluent to overcome sample lipemia. The results were reported to the physician who questioned the results. User error was recognized and after a correct dilution factor was applied, the samples were rerun. Higher results were then obtained and corrected results reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results is user error. The customer failed to apply the appropriate dilution factor to the result calculation for manually diluted samples. The instrument is performing within specifications. No further evaluation of the device is required.